Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent was fractured and could not be used. The device was completely removed from the patient's body. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 23.6 cm distal from the distal end of the strain relief and multiple kinks were also observed along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system during handling post procedure. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent was fractured and could not be used. The device was completely removed from the patient's body. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.